Event description:
Leaking more than before operation, pain below stomach and a weird feeling when urinating. I went from 36 to 40 pads in two week before operation, to 72 to 75 pads every two weeks and the dr said everything is ok. Not so. Was using 30 to 36 pads every 2 weeks and dr (B)(6) said I should have a mesh put in. In (B)(6) 2009 he put in a mesh inplant out side below my stomach and private part. Went back to him about one week later, under my stomach is hurting really bad and draining. Had to clean it in am and pm. The doctor told me I was cleaning it too much and I told him if I didn't it would smell and the pain was terrible. Plus he checked me and he said everything was ok and I said I am still leaking and it's more. He said it will get better. But it did not. I'm using 72-75 pads in 2 weeks, plus he said I need to lose weight. That made me mad, because I lost 40 lbs before operation, and 10 more after. Plus he had a nasty and a smart (B)(6) attitude to me. I refuse to make another appointment when his nurse called and I told her why.